Manufacturer narrative:
This report is being submitted as follow up no. 3 to update section h3, and to provide the completed investigation results. H6: investigation findings - 3221 is based upon evaluation of user facility information and no return of the actual device; 213 is based upon evaluation of the returned unused sample. H6 - investigation conclusion - 4315 is based upon evaluation of user facility information and no return of the actual device; 67 is based upon evaluation of the returned unused sample. Two unused 6fr angio-seal vip were returned for product evaluation. All accessory components were returned within the sealed header bag. Visual inspection revealed that there were no signs of damage or deformation on the returned components. No visual anomalies were noted. Functional testing was performed, and the device was deployed on the demo model. The guidewire was inserted into the model, the hemostasis sheath was mated with arteriotomy locator, and the assembly was then inserted over the guidewire. The locator was then removed, and the bypass tube and carrier tube were inserted into the hemostatic valve. The carrier tube assembly was inserted in slow increments until the sheath cap and device sleeve snapped together. The anchor and tip of the carrier tube were released as intended. The device was pulled back to the full rear lock position with colored bands on the sleeves clearly visible. The anchor posted to the sheath. Digital force was then applied to the anchor and the suture with collagen was released along with the tamper tube. There were no functional anomalies noted with the device. IFU states: ''for bleeding or hematoma - pressure may be applied to the puncture site using digital or manual pressure or using a compression device.'' The complaint can be confirmed since the patient was treated for bleeding per allegation. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide a correction and to provide the completed investigation results. It was inadvertently initially reported that the device was not available; however, an unused sample was confirmed to be available; therefore, section d9 and h3 have been corrected. The unused device has not been returned; therefore, an evaluation of the actual device was unable to be conducted. IFU states: ''for bleeding or hematoma - pressure may be applied to the puncture site using digital or manual pressure or using a compression device.'' The complaint can be confirmed since the patient was treated for bleeding per allegation. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Patient identifier - requested, not provided. Ethnicity - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the doctor had an angio-seal device failure in a patient with a patent common femoral artery at about 7mm and used a 6f angio-seal. The operator explained that there was pulsatile flow at the arteriotomy site after the tamper tube was fully down and showing the black marker. The physician needed to hold manual pressure for hemostasis. The procedure was completed. There was no patient injury, medical/surgical intervention required. Additional information was received on 15jul2021. The procedure was a pta atherectomy; right superficial femoral artery (sfa). A 6fr. Sheath was used. A pre-deployment angiogram was performed. The blood loss was less than 250cc. The patient's condition was stable.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the device return date in section d9, and to update section h3, the unused device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.